Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked from its tubing. This event occurred during drain. The patient used continuous ambulatory peritoneal dialysis. The transfer set had been in use for five months. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection performed with naked eye and magnification noted a hole in the tubing. Functional testing performed included leak testing, clear passage test and clamp function test that noted a leak through a hole in the tubing. The reported condition of leak was verified. The cause was determined to be a hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.